Event description:
Additional information was received stating that the surgery was completed with a replacement solitaire stent. The cause of the stuck and kink was not determined. It was approximately the middle section of the catheter that got stuck. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink or damage on the catheter. The tip of the solitaire sheath was fixed at the hub of the microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G4: PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr was used for thrombectomy treatment in an acute ischemic stroke (ais) patient. After preparation according to the IFU, stuck occurred during delivery through the rebar microcatheter, and the stent could not be delivered to the intended position. Upon withdrawal, it was found that the proximal end of the stent at the pusher wire was kinked, making further delivery impossible. Therefore, the product was reported as damaged and returned. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of ischemic stroke. There was 1 pass with the solitaire.